Event description:
The treating doctor reported that the patient had symptoms of loss of teeth ll7 and lr7. No additional information is available at this time. Attempts to obtain additional information about the event were unsuccessful.

Manufacturer narrative:
The current instructions for use contains the following: "precautions - a tooth that has been previously traumatized or significantly restored may be aggravated. In rare instances, the useful life of the tooth may be reduced, the tooth may require additional dental treatment such as endodontic and/or additional restorative work, and/or the tooth may be lost." No root cause provided. Align's clinical review noted that initial lower occlusal photograph showed a small brown dot on the occlusal surface of ll7 and small class ii mesial and distal restorations on lr7, with yellowish discoloration noted centrally on both teeth. According to the most recent prescription form, the patient completed 18 of 36 aligners from the invisalign primary order, and while programmed movements were present, none were considered clinically significant. There is no conclusive evidence provided that supports or opposes whether the invisalign primary order caused or contributed to the reported permanent damage. Based on the available information, the patient had permanent damage, and the invisalign system was being used. Therefore, an MDR will be filed in the united states per 21 cfr 803. There is no conclusive evidence to confirm the date of the event, and the date (b3) is based on the timelines reported to align and compared to patient information.